Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterus / essure which is protruding into the uterus'), device breakage ('device breakage') and uterine haemorrhage ('abnormal uterine bleeding(menstrual)') in a (B)(6) year-old female patient who had essure (batch no. 12240416) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. On (B)(6) 2003, the patient had essure inserted. On (B)(6) 2003, the patient experienced pelvic pain ("physical pain"), 1 month after insertion of essure. In (B)(6) 2003, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2004, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgical removal of essure coil, hysteroscopy). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the uterine haemorrhage and dysmenorrhoea was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were taken counted post procedure on the right side. This procedure was then repeated in the left ostium and 6 coils were counted on the left side postprocedure. Discrepancy reported in removal date: (B)(6) 2004 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: confirmed that the essure device was successfully occluded. Result: total bilateral occlusion impression: status post coil placement within the fallopian tubes. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and medical record received. Medically confirmed case. Lot number added. Reporter and patient demographics were added. Concomitant drug added. Updated suspect drug indication. Events migration of essure device location of device: uterus / essure which is protruding into the uterus, device breakage, vaginal bleeding, menorrhagia, depression, mental anguish, dysmenorrhea (cramping) and abnormal uterine bleeding(menstrual) added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterus / essure which is protruding into the uterus'), device breakage ('device breakage') and uterine haemorrhage ('abnormal uterine bleeding(menstrual)') in a 31-year-old female patient who had essure (batch no. 12240416) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. On (B)(6) 2003, the patient had essure inserted. On (B)(6) 2003, the patient experienced pelvic pain ("physical pain"), 1 month after insertion of essure. In (B)(6) 2003, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2004, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgical removal of essure coil, hysterescopy). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the uterine haemorrhage and dysmenorrhoea was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were taken counted post procedure on the right side. This procedure was then repeated in the left ostium and 6 coils were counted on the left side postprocedure. Discrepancy reported in removal date: (B)(6) 2004 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: confirmed that the essure device was successfully occluded. Result: total bilateral occlusion. Impression: status post coil placement within the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterus / essure which is protruding into the uterus') and device breakage ('device breakage') in a 31-year-old female patient who had essure (batch no. 12240416) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho evra. Concurrent conditions included dysmenorrhea. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. On (B)(6) 2003, the patient had essure inserted. On (B)(6) 2003, the patient experienced pelvic pain ("physical pain"), 1 month after insertion of essure. In (B)(6) 2003, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2004, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding(menstrual)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgical removal of essure coil, hysteroscopy). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, device breakage, depression and anxiety outcome was unknown, the uterine haemorrhage and dysmenorrhoea was resolving and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were taken counted post procedure on the right side. This procedure was then repeated in the left ostium and 6 coils were counted on the left side postprocedure. Discrepancy reported in removal date: (B)(6) 2004 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: confirmed that the essure device was successfully occluded. Result: total bilateral occlusion impression: status post coil placement within the fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event outcomes were updated from unknown to recovered/ resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterus / essure which is protruding into the uterus') and device breakage ('device breakage') in a 31-year-old female patient who had essure (batch no. 12240416) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho evra. Concurrent conditions included dysmenorrhea. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. On (B)(6) 2003, the patient had essure inserted. On (B)(6) 2003, the patient experienced pelvic pain ("physical pain"), 1 month after insertion of essure. In (B)(6) 2003, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2004, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding(menstrual)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgical removal of essure coil, hysteroscopy). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, device breakage, depression and anxiety outcome was unknown, the uterine haemorrhage and dysmenorrhoea was resolving and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were taken counted post procedure on the right side. This procedure was then repeated in the left ostium and 6 coils were counted on the left side postprocedure. Discrepancy reported in removal date: (B)(6) 2004 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: confirmed that the essure device was successfully occluded. Result: total bilateral occlusion. Impression: status post coil placement within the fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterus / essure which is protruding into the uterus') and device breakage ('device breakage') in a 31-year-old female patient who had essure (batch no. 12240416) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho evra. Concurrent conditions included dysmenorrhea. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. On (B)(6) 2003, the patient had essure inserted. On (B)(6) 2003, the patient experienced pelvic pain ("physical pain"), 1 month after insertion of essure. In (B)(6) 2003, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2004, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding(menstrual)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgical removal of essure coil, hysterescopy). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, device breakage, depression and anxiety outcome was unknown, the uterine haemorrhage and dysmenorrhoea was resolving and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were taken counted post procedure on the right side. This procedure was then repeated in the left ostium and 6 coils were counted on the left side postprocedure. Discrepancy reported in removal date: (B)(6) 2004 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: confirmed that the essure device was successfully occluded. Result: total bilateral occlusion. Impression: status post coil placement within the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event outcomes were updated from unknown to recovered/ resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.